Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) and chronic right ventricular lead displayed a sharp impedance increase during the past three months. Reportedly, the patient with this lead fell and has been physical gardening activities prior to the noted measurement increase. Thresholds have slightly increased during the past year. Shock impedance is stable and within normal range. An x-ray performed was non-conclusive regarding a lead issue. Isometrics performed did not reveal any noise on the rate/sense channel. A save to disc was provided to an internal technical service (ts) consultant for their review. Data revealed the thresholds are within acceptable range and sensing is good with no noise or artifact on the electrogram. Impedance measurements are high out of range. Ts suggested the physician may further monitor this system and use remote monitoring . This information was provided to the physician. At this time, this system remains implanted and the out of range measurements are being monitored. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. A decision has been made to monitor this system remotely. In addition, the measurements will be monitored quarterly.